Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when the asymptomatic patient presented to the clinic, the device showed non-sustained lead noise due to post-paced t-wave oversensing. The device was reprogrammed.